Manufacturer narrative:
The insulin pump received with cracked case on display window corners, cracked lcd window bottom right and left corners, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. Device received with constant motion sensor test failed alarm during rewind due to corroded motor home switch. Unable to complete functional test due to motion sensor test failed alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motion sensor test failure alarm. Customer stated the alarm popped up while it was rewinding and it would pop up even after she cleared it. Customer stated the alarm recurred at least 5 times after clearing it and rewinding the pump. Customer removed the battery and put the current battery back in the pump. Customer stated that she was able to do a complete rewind. The customer's blood glucose level was 219 mg/dl at the time of the incident. The pump passed the displacement test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.